Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred after port placement. The procedure was converted to laparoscopic surgery using the same ports. The patient tolerated the conversion. There was no patient harm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there were faults occurred at startup. The system logs confirmed faults related to the left master control maxis. The customer was advised that the fault would persist until repaired. Later, the intuitive representative called in to report another fault occurring without any interaction with the system, believed to be error 307. The procedure was converted to another da vinci system with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm) was placed on an in-house test system and the reported errors were observed and replicated. Failure analysis observed errors 48289, 32125, 32145, 25743, and 905 during testing. The printed circuit board (pcb) manipulator controller master wrist (mcmw) was observed to be the issue. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause was attributed to a printed circuit board (pcb) manipulator controller master wrist (mcmw) component issue with the mtm.

Event description:
Refer to h11 for follow-up information.